Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years post filter deployment, patient presented with back pain and chest pain. Xr chest revealed three thin wire like structures superimposed over the lungs, one over the right lung base medially and two within the left mid lung. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that one of the detached limb migrated to right lung and two of the limb migrated to left lung.the current status of the patient is unknown.